Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that he had a sensor that was not functioning properly. Customer's father reported that upon removal. They noticed that the sensor did not have an electrode. Blood glucose level at the time of the incident was not provided. The customer's father was advised that the sensor would be replaced but did not return the product for analysis.